Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction with an unspecified mentor tissue expander and suffered from tissue expander deflation. The side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/7/2020, the date of implantation was (B)(6) 2019, right sided deflation, the affected product was artoura breast tissue expander 375cc, catalog texp120rh, serial number (B)(6), lot number 7643285. The patient¿s identifier was confirmed to be k.g. The patient¿s sex was a female. A manufacturing record evaluation was performed for the finished device 7643285 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).